Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. The wife stated that the customer began experiencing high blood glucose levels when he began using replacement infusion sets. Found that the customer was sent replacement infusion sets that he was unfamiliar with. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.